Manufacturer narrative:
Monitor, electrode belt: device evaluation - all the equipment was fully functional. It was refurbished, retested and restocked. From the flags it can be seen that the device treated the patient appropriately once. It can be seen that the electrode belt was disconnected shortly after the shock. Conclusion: a patient received one appropriate life vest shock. The shock failed to convert the arrhythmia. The electrode belt ws disconnected shortly after the shock. The lifevest first detected an arrhythmia half an hour before the shock was delivered. However, no shock was delivered during the first or during two other arrhythmia detections prior to the shock since the rate fell below the rate thresholds of 170/200 bpm for vt/vf during each of the detections. The 24-hour holter recording data showed that the patient's rate continued to be below the rate thresholds of 170/200 bpm for vt/vf during the time between the first arrhythmia detection and the arrhythmia detections occurring minutes prior to the shock, which is why no arrhythmia detections occurred during that time. See scanned pages.

Event description:
On 01/05/2009 an international distributor e-mailed lifecor customer support to report that one of his patients had died in 2008. The distributor stated that in the morning, the patient had sudden cardiac death (scd). The distributor said that the patient was supplied with a guidant crt-d system, 'contac renewal 4' as well as the lifevest. The patient's data was downloaded. The patient was feeling bad and decided to drive himself to the hospital. The ambulance found him stopping his car at a pedestrian walk. The crt-d system tried to shock him but failed. The implant charged another 7 times, but always dumped the shock - never giving therapy to the patient.